Event description:
This ICD was explanted & returned because it was unable to convert at 21 joules & 24 joules. A high energy device was needed for this patient.

Event description:
This ICD was explanted & returned because it was unable to convert at 21 joules & 24 joules. A high energy device was needed for this patient.

Manufacturer narrative:
The analysis on this device is pending.

Manufacturer narrative:
The analysis on this device is pending.